Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cause of the discordant results could not be determined. The cse proactively replaced sample probe 3 and reagent probe 5 and verified that the instrument was running within specifications. The cause of the discordant, falsely low bun results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low urea nitrogen (bun) result were obtained on five patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The customer discovered that quality controls (qc) were out of range and reran all patient samples that were tested for bun on an alternate dimension vista instrument. The rerun results were all higher. Two of the five samples had resulted falsely low while qc was in range, and the other three samples had resulted falsely low while qc was out of range. It is unknown which samples corrected reports were provided for. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun results.